Event description:
The following has been reported by customer: client reported: fresenius pump settings, propofol settings. A patient was admitted. The settings show 0.5 milligrams/kilogram/hour, with a propofol concentration of 10 milligrams in 10 milliliters, but the vial contains 200 milligrams in 20 milliliters, so the settings on the pump are incorrect. It says it has a dose of 0.5 milligrams per kilogram per hour, but it is actually administering a dose of 5 milligrams, not 0.5. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.